Event description:
The customer reported the ventilator alarmed vent inop while in use on a patient. The customer reported the ventilator would then not power on through the power on self test. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician reported when the ventilator was powered on only a white screen was displayed on the monitor, and the ventilator would restart during power on self testing. The service technician replaced the vga pcb to correct the problem. Performance verification testing was completed and all tests passed per operating specifications. Failure of the vga pcb board may result in a shut down of the ventilator if it occurs during operation. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
(B)(4): printed circuit board (pcb).